Manufacturer narrative:
Additional information was added to h3, h4 and h6.h4: the lot was manufactured from june 10, 2020 - june 11, 2020.h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed residual fluid contained inside the device bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition was not determined. Due to the nature of the returned sample no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) under infused during a patient infusion. The patient was on the folfox regimen. The device had been filled with fluorouracil (5-fu) to a total fill volume of 115ml. The device was expected to run at 2.5ml/hr for 46 hours. After two (2) days, the patient returned to the day care unit for removal, however, it was noted the device was ¿still almost full¿. After checking the device for any blockage and kinks, the patient was discharged again to continue the infusion. Subsequently, four (4) days later, the volume was barely changed. It was estimated that not more than 50% of the volume had been infused. The folfusor was removed and replaced with a new device containing the balance of the dose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.